Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir side was cracked and broken. Customer blood glucose level was 144 mg/dl. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken reservoir tube lip.